Manufacturer narrative:
The hardware investigation was completed on 12-jan-2023. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. There was a map shift. Hardware investigation details: the data was requested for investigation; however, no data related to the issue was provided. According to the biosense webster inc. (Bwi) representative, the data is no longer available. As a result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue could not be determined. The history of customer complaints reported during the last year associated with carto 3 system serial# (B)(6) was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system # 34294, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. There was a map shift. It was reported that during an afib procedure they checked the vein in the patient and noticed that everything on the map had shifted approximately 2cm. To troubleshoot, they created a new map and the procedure continued successfully. The patient showed no visible movement during the procedure, there were no errors on the system, and the patient was not cardioverted. The medical team is unsure of the reason behind the map shift. Software for the carto 3 system was verified by the caller:(B)(6). No patient consequences were reported. Map shift with no error message, patient movement, or cardioversion is MDR-reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).